Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Due to several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation, the physician felt she had perforated the uterus. She then did a dilatation and curettage (d&c) followed by a hysteroscopy. The view of the cavity "was very cloudy" and a perforation could not be confirmed. No treatment was needed and the pt was discharged home. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation may have occurred or what instrument may have been the cause.